Event description:
It was reported two physicians are experiencing issues over the past several months when inserting the 60cm spring wire guides in the operating room. The catheters are being placed in the internal jugular. The wires are kinking at the proximal portion of the "j" bend. They state that it occurs regularly during use. The sales rep had the physicians demonstrate their techniques and both physicians demonstrate their techniques and both appear to be using the product correctly. They both reported they have the problem when trying to advance the wire into the patient's vein through the needle and the catheter and also when trying to remove the wire after insertion of the catheter. There have been no delays in treatment and no patient deaths or complications reported. They do not know how many times this has occurred. See MDR 1036844-2014-00371 for the same issues.

Manufacturer narrative:
(B)(4). The device will not be returned.